Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The device was received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a critical pump error after being exposed to moisture. Blood glucose level at the time of the incident was 225 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The correct information has been updated with this report.